Manufacturer narrative:
An event of high capture thresholds was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited high capture thresholds. The lead was removed and replaced. The patient was stable.